Manufacturer narrative:
Preliminary analysis of the returned device revealed a suspicion of battery failure.

Event description:
On the remote follow-up of (B)(6) 2017, the alert recommended replacement time reached" was displayed. According to the physician, the battery curve of the subject device shows an abrupt decrease from around august 2017 to december 2017 and led to a recommended replacement time in only 3 months. According to the physician the leads shows no signal of malfunctioning. The leads were checked during the replacement of the device on (B)(6) 2017 and showed good electrical values. The clinical history of the patient was checked and shows no significant event during the year 2017 (= no reported magnetic resonnance imaging exam, no hospitalizations etc .). Patient reports performing regular activities in his daily life, without significant events.

Manufacturer narrative:
Preliminary analysis revealed a premature battery depletion.

Event description:
On the remote follow-up of 22 nov 2017, the alert recommended replacement time reached" was displayed. According to the physician, the battery curve of the subject device shows an abrupt decrease from around (B)(6) 2017 to (B)(6) 2017 and led to a recommended replacement time in only 3 months. According to the physician the leads shows no signal of malfunctioning. The leads were checked during the replacement of the device on (B)(6) 2017 and showed good electrical values. The clinical history of the patient was checked and shows no significant event during the year 2017 (no reported magnetic resonnance imaging exam, no hospitalizations etc). Patient reports performing regular activities in his daily life, without significant events.

Manufacturer narrative:
(B)(4).

Event description:
On the remote follow-up of (B)(6) 2017, the alert recommended replacement time reached" was displayed. According to the physician, the battery curve of the subject device shows an abrupt decrease from around (B)(6) 2017 and led to a recommended replacement time in only 3 months. According to the physician the leads shows no signal of malfunctioning. The leads were checked during the replacement of the device on (B)(6) 2017 and showed good electrical values. The clinical history of the patient was checked and shows no significant event during the year 2017 (no reported magnetic resonance imaging exam, no hospitalizations etc.). Patient reports performing regular activities in his daily life, without significant events.

Event description:
On the remote follow-up of (B)(6) 2017, the alert recommended replacement time reached was displayed . According to the physician, the battery curve of the subject device shows an abrupt decrease from around (B)(6) 2017 that doesn't seem physiologic, and led to recommended replacement time in only 3 months. According to the physician the leads shows no signal of malfunctioning. The leads were checked during the replacement of the device on (B)(6) 2017 and showed good electrical values. The clinical history of the patient was checked and shows no significant event during the year 2017 (= no reported MRI exam, no hospitalizations etc .). Patient reports performing regular activities in his daily life, without significant events.